Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.